Event description:
It was reported that fluoro images of the lead showed the conductor cables were outside of the lead body. Low sensing was also observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.